Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of a CPAP device's sound abatement foam became degraded and caused the patient to have headaches, dry mouth, cough and sneezing, dizziness,and particles found in tube. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and slight dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. The slightly black contamination at the blower seal of the blower box is consistent with the kertain contamination observed and evidence of water ingress on the bottom of the blower box and on the bottom of the blower. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device. Section h6 (health effect - clinical code) was corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.